Event description:
It was reported that during an office visit on (B)(6) 2016, clinic notes indicated that the vns patient had been experiencing an increase in seizures and that the patient's generator had migrated from the original implant location. The device battery status was ok. The patient was referred for surgery but no known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2014. A battery life calculation using the available programming history showed approximately 1.5 years remaining.

Event description:
Further information was received that the generator was replaced. The associated implant card indicated the reason for replacement was prophylactic. The battery was found to not be depleted. The generator was returned to the manufacturer, but analysis has not been completed and approved to date. Further information was received from the patient's implanting surgeon that indicated non-absorbable sutures were used during the initial implant. No additional relevant information has been received to date.

Event description:
Further information was received that product analysis was completed on the generator. There were no visual anomalies observed on the generator. Interrogations and system diagnostics were able to be performed and all results were within normal limits. The battery status was observed and indicated it had not completely depleted. The device was monitored for 24-hours while the generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. A comprehensive automated electrical evaluation showed the pulse generator performed according to all functional specifications. The data was reviewed and no anomalies were seen. No other issues were found with the generator. No additional relevant information has been received to date.